Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Interrogation revealed shock impedance measurements greater than 125 ohms.